Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned for evaluation. The investigation is currently underway. This event is related to uf#(B)(4).

Event description:
It was reported via the user facility medwatch report that "a bard eclipse vena cava filter was placed approximately nine (9) months ago. During removal of the filter approximately one week ago, it was noted the inferior vena cava (ivc) filter was in place with a broken piece of the filter (stabilization strut) caught in the filter. This loose piece was removed the same day, followed by retrieval of the remainder of the filter. All of the filter pieces are accounted for and have been retrieved. Operative report of removal of ivc filter and broken strut: right neck prepped and draped in the standard fashion. Using real-time ultrasound, the internal jugular vein was punctured and a wire negotiated into the ivc using a 5 fr straight catheter. The catheter was placed below the ivc filter. Contrast venogram performed. This showed the inferior vena cava was patent with no thrombus. There is a broken fragment of one of the filter stabilization struts caught in the filter. A 10 fr vascular access sheath was inserted and a 25 mm loop snare used to grasp the broken filter piece which was removed in its entirety through the sheath. The loop snare was then used to grasp the hook of the filter and the filter itself was removed in its entirety. The sheath was removed and hemostasis achieved with manual compression. The filter was taken out of the removal sheath and compared with the broken strut. There is no evidence that any of the filter pieces remain in the pt. Spot films of the ivc and chest were taken and there are no broken pieces identified."